Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, they noticed a haptic problem. Most of them were the back haptic. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.